Manufacturer narrative:
The device history record for the reported lot number, aa8232r10, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 05-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). [Mw (B)(4)].

Event description:
An FDA user facility report form # mw (B)(4) was received on 13-feb-2019 that stated: "describe the event or problem. Cancer of nasopharynx on chemotherapy cisplatin and radiation therapy. Patient had a peg tube placed in abdomen in (B)(6). Patient asked to be seen today in radiation with complaint of abdominal dressing very wet covering the peg tube. I had the rn remove the dressing with the intent to redo it but when the rn removed the dressing the g-tube was sitting in the dressing completely out of the patient's stomach as the tube had come dislodged at some point. Patient sleeps on his abdomen at night. " at one point the patient had 4 of what the physician who placed the 2 called tacks. They look like little buttons, but there are only 2 currently, one almost detached and the second one very secured to the abdomen. There were no other notable tubes there. Patient also has significant erythema around one of the areas. I am uncertain how the abdomen is going to look once that is removed. Patient has not been using the tube but primarily has been flushing it. Plan is to reinsert the feeding tube tomorrow. The next day the patient refused placement of the g-tube today as scheduled. Patient did not want it put back in due to placement interfering with sleep, etc. Provider had a long discussion with the patient about risks of not replacing as the patient is still going through therapy and the patient was informed that if they change their mind at any time it could be rescheduled. All remaining buttons removed, clean dressing applied to site and patient instructed to keep covered.